Manufacturer narrative:
Investigation: customer returned (1) 1/2cc, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 8266742. Customer states that the syringe is broken. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-12 unit markings. A review of the device history record was completed for batch# 8266742. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: oven clutch failures.

Event description:
It was reported that the syringe 0.5ml 30ga tw 8mm bls 400 sg experienced product damage with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5 ml 30ga tw 8 mm bls 400 sg experienced product damage with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: broken barrel.